Event description:
It was reported that episodes of post-paced t-wave oversensing were observed via stored egm. Programming changes were recommended. No further action was made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.